Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited a charge time-out alert. It was noted that the device had delivered multiple therapies that day. The asymptomatic patient presented in clinic at a later date and capacitor maintenance was performed. The patient was stable and no adverse events were noted.